Event description:
It was reported that during the implant of the left ventricular (lv) lead, after the sheath had been placed, the patient had acute onset of left-sided heart failure and subsequently died after rescue attempts. The lead and sheath were removed. Additional information was received that the cause of death was a patient related condition. There was no allegation against the performance of the products. An autopsy was not performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4196 implantable pacing lead. (B)(4).